Event description:
The pt reported, he was not receiving right side stimulation. F/u identified lead diagnostics showed high impedance values for the scs lead. Subsequently, the lead was explanted and replaced which resolved the issue. Additionally, the physician elected to explant and replace the pt's scs ipg per the pt's request as well as due to the age of the ipg.

Manufacturer narrative:
Eval: results: the complaint of "ineffective stimulation" was confirmed. As received, the lead body was cut as a consequence of the explant procedure with all wires broken on one of the lead segment. However; continuity testing of the second lead segment did not reveal any electrical openings. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.